Manufacturer narrative:
The microtip was evaluated by the manufacturer. The evaluator confirmed damage to case nose as reported by the customer. Side load pressure, by the user, and friction build up caused the polycarbonate case nose to melt and crack along with the needle. Inspection under 10x magnification revealed material had melted and cracked, but does not appear to be missing. Functional testing could not be performed due to the nature of the damage. The cause of the failure is attributed to improper technique (side load pressure).

Event description:
Per the information provided, at 0.45 seconds of cutting time the doctor noticed that the nose cone of the microtip had splayed open. Another microtip was opened and used to complete the procedure. The procedure was being performed on the plantar fascia. There was no injury or intervention to the patient caused by the reported failure. Correspondence with the doctor provided the following details. The doctor tries to avoid undue side loading stress on the needle, however stated that if addressing more than a microscopic portion of the tendon, and making only one incision, a small amount of lateral stress is unavoidable. He introduced the needle tip perpendicular to the tendon, visualized in short axis. The collagen fibers were running directly across the tip of the needle, rather than obliquely long axis to the needle tip as in a common extensor tendon procedure. The microtip was inserted with the bevel running parallel to the tendon fibers.